Event description:
The insulin pump was returned as a donation.

Manufacturer narrative:
The insulin pump was received with completely cracked and bleeding lcd glass. Functional testing could not be performed, due to lcd damage. The insulin pump also had minor scratches on the display window and a cracked reservoir tube lip.